Manufacturer narrative:
Pump passed the displacement test, rewind and self test. Unit received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. No unexpected rewind anomalies noted. No unexpected number scrolling during testing. Pump received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons did not respond correctly and made it difficult to enter the blood glucose results. Customer's blood glucose level was unknown at the time of incident. Customer stated that the buttons had to be sporadically scrolled up and down and that the insulin pump was locked and became unresponsive. Customer also stated that the insulin pump had hairline crack on the battery compartment and made grinding noise during rewounding. The insulin pump will not be returned for analysis.